Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarx catheter the patient experienced phrenic nerve palsy (pnp). Approximately 40 seconds into the ablation of the right inferior pulmonary vein (ripv) there was a decrease in signal from the diaphragm movement sensor (dms), which was confirmed by the manual palpitations of the physician. Cooling was stopped and the balloon was deflated, and the physician waited for 10-12 minutes to observe the patient's condition. The palsy did not recover during the observation period, so the physician cancelled the remainder of the procedure as a precaution. The patient was discharged as expected for the procedure and the physician stated they expected a full recovery.